Manufacturer narrative:
Corrected data: f9, h4. H10. Additional information: upon further review, it was been noted that the reported device is not a remanufactured instrument, but rather a repair; therefore, the original manufacturing date is applicable to this instrument. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Fse followed up with the customer over the phone to address the reported event. The customer inspected the device and noted that a tube that was sticking out of the sample rack. The customer stated that after removing the rack the analyzer ran without errors. Field service advised the customer call technical support if the issue returned. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 05sep2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-2000 operator's manual, appendix a4 -error messages was reviewed. 2252 unable to detect sample loader. The aia-2000 operator's manual indicates that the 2252 unable to detect sample loader error message is generated when the rack transfer detection sensor does not return to the off condition despite step feed (x1). The operator is instructed to check the sample rack path for obstacles and if the error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to the tube not being properly placed in sample rack by the operator.

Event description:
It was reported that the customer received "2252 unable to detect sample loader" errors with their aia-2000 analyzer. The customer stated that the rack was jammed. Technical support (ts) instructed the customer to reboot, which allowed the belt to move, but not the footer when attempting move the rack outward. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2) prolactin (prl), follicle stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.